Event description:
A 58-year-old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage d underwent implantation of an impella 5.5 (sn (B)(6)) on (B)(6) 2026 at 9:17 am via right axillary/subclavian surgical arterial access. During device preparation, after starting the automated impella controller (aic), the perfusionist followed standard prompts and spiked the purge solution. Although the purge cassette was inserted correctly, the cassette repeatedly failed to initiate purge. Troubleshooting included reseating the purge cassette, restarting setup, switching aics, and ultimately replacing the purge cassette. The second purge cassette purged normally without further issues. Subsequently, the bedside rn reported that the aic unexpectedly shut down and rebooted, generating a white advisory alarm stating ¿unexpected controller shut down¿ with directions to switch to the backup controller if the condition persisted. The medical team elected to postpone switching controllers and instead maintain the backup unit at bedside. The reported events involved a purge cassette priming failure followed by an unexpected aic shutdown and reboot. Replacement of the purge cassette resolved the purge issue, and no further device related complications were observed. The device remained in use, the patient remained supported, at the time of reporting. Additional information provided on (B)(6) 2026 the care was withdrawn and device explant and patient subsequently expired. The death is conservatively being reported to the impella aic but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in society for cardiovascular angiography & interventions (scai) stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Additional information was received and noted the outcome at the end of unit support was care was withdrawn and patient subsequently expired. The clinical assessment was updated, and the changes are reflected in section b5 (event description), including a revision to the reportability assessment for the associated device. Refer to section h10 for the related report number. Note: h6 health effect-clinica/impact and medical device problem codes remained unchanged as previously reported and have been investigated. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10. Correction. Section d1 brand name was corrected accordingly.

Event description:
The complainant reported their automated impella controller¿s (aic) purge cassette sounded like it was attempting to purge, but was unable to do so. Troubleshooting did not resolve with the cassette until a new aic and a cassette were used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 primary UDI number was added. D9 device was returned and date received was added. E4 selection was added as it was omitted from the previously submitted reports. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the investigation being completed. Investigation summary: the reported unexpected controller shutdown alarm was not determined due to an inability to reproduce.

Event description:
A 58-year-old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage d underwent implantation of an impella 5.5 (sn (B)(6)) on (B)(6) 2026 at 9:17 am via right axillary/subclavian surgical arterial access. During device preparation, after starting the aic, the perfusionist followed standard prompts and spiked the purge solution. Although the purge cassette was inserted correctly, the cassette repeatedly failed to initiate purge. Troubleshooting included reseating the purge cassette, restarting setup, switching aics, and ultimately replacing the purge cassette. The second purge cassette purged normally without further issues. Subsequently, the bedside rn reported that the aic unexpectedly shut down and rebooted, generating a white advisory alarm stating ¿unexpected controller shut down¿ with directions to switch to the backup controller if the condition persisted. The medical team elected to postpone switching controllers and instead maintain the backup unit at bedside. The patient remained on support, and no device removal occurred due to the malfunction. The reported events involved a purge cassette priming failure followed by an unexpected aic shutdown and reboot. Replacement of the purge cassette resolved the purge issue, and no further device related complications were observed. The device remained in use, the patient remained supported, at the time of reporting.

Manufacturer narrative:
Additional information: clinical rationale was completed and documented in section b5 to update the event description. Correction: section b7 patient history, d10 concomitant products, g2 report source, and h10 related report number fields have been updated or populated with information inadvertently omitted. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.